Manufacturer narrative:
The product was not returned for investigation. However, test data from the batteries were provided. Based on this data, all 13 batteries passed the power testing (power rating was above 1300w). Furthermore, analysis found that five batteries (serial#'s (B)(4)) were not properly maintained (i.e. Were not test cycled on a monthly basis). Since the batteries passed the power test, the likely cause for the reported event is that the batteries were not fully charged prior to use in the device. No adverse event reported.

Event description:
It was reported that with each battery, the device stopped with a "replace battery" screen, even though a fully charged battery was being used. Test data for 13 batteries were sent. No adverse event reported.